Manufacturer narrative:
H.6. Investigation summary: received one q-syte unit with no packaging material. DHR review was not performed since the lot number associated to this investigation was unknown. Visual examination: observed the top septum disk was partially unglued from the rim of the q-syte. Traces of adhesive and septum residue were observed on the rim of the q-syte (separation area). The septum disk (separation area) was damaged (tear). Damage was observed on the septum top slit. Conclusion(s): indeterminate: a definite source that caused the observed on the septum, could not be established based on the evaluation of the used unit. The damage appears to be caused by external forces applied to the unit during usage.

Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found damaged during use. The following has been provided by the initial reporter: on the second day of use, the connector surface was found to be damaged when connecting the infusion set.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found damaged during use. The following has been provided by the initial reporter: on the second day of use, the connector surface was found to be damaged when connecting the infusion set.